Event description:
Per the clinic, it was reported that the patient underwent revision surgery under general anesthesia on (B)(6) 2024, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the internal magnet was removed, and an implant was placed on the internal fixture.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Poor sound quality and the experience of the recipient not getting enough gain with the baha attract system can be the result of many things. One reason can be a natural decrease in the recipients hearing, another reason can be that recipient has put on weight and the skin flap between the magnets has got thicker which reduces the gain. Magnet retention is a known complication with the baha attract system. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on may 08, 2024.